Manufacturer narrative:
A1:patient identifier: (B)(6). B6: relevant tests/laboratory data: updated. B7: other relevant history : updated.

Event description:
It was reported that left bundle branch block(lbbb) and bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav), according to the instructions for use(IFU). No conduction disturbances were noted post bav. The aortic valve was then treated with the deployment of a 25 mm lotus edge valve which was implanted successfully into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the patient developed left bundle branch block. Echocardiogram post index procedure showed moderate to severe left ventricular dysfunction. One (1) day post index procedure, the patient was instructed to re-start apixaban, continue clopidogrel and cease aspirin after 24 hours. Per electrophysiological consultation there was evidence of underlying complete heart block(chb), however due to indication of ischemic heart disease, left ventricular systolic dysfunction, bradycardia with atrial fibrillation and broad qrs, it was decided that right ventricular pacing would not be appropriate hence a standard pacemaker was not advised, and a crt-d was recommended. Two (2) days post index procedure a new crt-d (non-bsc) pacemaker was implanted successfully to treat the lbbb. At the time of reporting the event was considered recovering.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that left bundle branch block(lbbb) and bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav), according to the instructions for use(IFU). No conduction disturbances were noted post bav. The aortic valve was then treated with the deployment of a 25 mm lotus edge valve which was implanted successfully into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the patient developed left bundle branch block. Echocardiogram post index procedure showed moderate to severe left ventricular dysfunction. One (1) day post index procedure, the patient was instructed to re-start apixaban, continue clopidogrel and cease aspirin after 24 hours. Per electrophysiological consultation there was evidence of underlying complete heart block(chb), however due to indication of ischemic heart disease, left ventricular systolic dysfunction, bradycardia with atrial fibrillation and broad qrs, it was decided that right ventricular pacing would not be appropriate hence a standard pacemaker was not advised, and a crt-d was recommended. Two (2) days post index procedure a new crt-d (non-bsc) pacemaker was implanted successfully to treat the lbbb. At the time of reporting the event was considered recovering.